Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned, therefore the event could not be confirmed. An event cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00893 2029214-2016-00894 2029214-2016-00895. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment of a large, cavernous aneurysm. The patient had moderate vessel tortuosity. The pipeline flex and accessory devices were prepared as indicated in the IFU. It was reported that the physician was attempting to land the distal edge of the pipeline flex just proximal to the ophthalmic artery. As a result, the pipeline flex was to be positioned in a vessel bend against the vessel wall. The pipeline flex was deployed; more than 50% of the device was deployed when the distal section did not open. The pipeline flex was resheathed more than two times, then removed from the patient. The distal part of the braid was noted to be damaged. Ultimately, the procedure was completed using a new pipeline device. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.